Event description:
It was reported that a malfunction occurred after the customer removed the pump for an MRI. There was no adverse impact to the customer's blood glucose level. The customer was educated about the effects of electromagnetic frequencies on the pump and received assistance in resetting the malfunctioning pump. After resetting, the malfunction did not recur, and the customer was advised to continue using the pump while monitoring for any future malfunctions.